Manufacturer narrative:
The explanted products will not be returned for eval.

Event description:
Shortly, after the midline incision was re-stitched, the pt developed a cyst. The pt also reported swelling at the pocket site. The surgeon believes that the pt's body may be rejecting the unit. The pt's system was explanted.